Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 7 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Deflection testing was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryo, a system notice indicated that the safety system detected a compromised outer vacuum, which stopped the application. The issue occurred during the first application with a balloon catheter. After changing the catheter, the problem was resolved, and the procedure was completed without any patient symptoms or complications. The case was completed with cryo. No patient complications have been reported as a result of this event..